Event description:
Caller reported a cartridge alarm that occurred during the load process, with no adverse impact to the customer's blood glucose level. It was noted that the customer did not wait until prompted to remove the used cartridge, and customer support educated them on the correct procedure. The caller understood and acknowledged the guidance. Customer support assisted in reloading the cartridge using the proper technique, and the customer was able to successfully load a cartridge and resume insulin therapy. The issue was resolved.